Event description:
In 2009 the pt was implanted with the gore tag thoracic endoprosthesis to treat a penetrating aortic ulcer located 1.5 cm distal to the left subclavian artery. The left subclavian artery was intentionally covered and the device was ballooned with no endoleaks. Six hours after the procedure, the pt experienced a type a dissection and expired after a secondary surgical procedure for the dissection.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.